Event description:
It was reported that the ilet did not power on when placed on the user¿s charging pad; when the trainer used a different charging pad, the device immediately showed the charging indicator, and a replacement charging pad was arranged, indicating an issue related to the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and trainer and analysis of information provided by them. Investigation of this case revealed a charging-related problem consistent with a charger component issue, aligning with a device component identified as the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.